Manufacturer narrative:
(B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a midazolam secondary infusion infused faster than expected. At 18:57, a new bag of midazolam 100mg/100 ml was started at 10 mg/hour. At 20:43, midazolam bag was noted to be empty and there were no alarms or error codes noted during the infusion. A new midazolam bag was hung on a new device and infusion ran as intended. There was no report of patient harm or medical intervention. No further patient or event information was provided.